Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under (B)(4). The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. X-rays were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately four years post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, device evaluated by MFR. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: fracture of the stem. Event description: according to the received information the revitan stem was revised due to a fracture of the connection pin after approximately 4 years and 5 months in vivo. Review of received data: review of available information: the zimmer biomet product experience report (per) and the product stickers did not include any additional information relevant to the case that is not already stated on the front page of this report. The given weight and height of the patient resulted in a bmi of 30.9 which can according to the bmi scale be classified as obese class I (moderately obese) (bmi 30 - 35). Protocol of revision surgery, on (B)(6) 2018. Capsulotomy and dislocation of the prosthesis was performed with a posterior approach. The distal part is fixed and is removed with a transfemoral approach. The proximal part is loose with a fractured connection pin. The femoral canal is milled and prepared for a revitan distal part: 260x22 with cylindrical proximal part: 55, and a metal head 36 xxxl. Cable ready cerclages are placed and the stability and length is checked after reduction. The hip is closed layer by layer with tape, string, vycril and staples. X-rays: three pictures of x-rays displayed on a screen were received. The pictures showed x-ray images viewed in a software and were therefore cropped accordingly. A pelvis overview, an ap view of the left hip and a lauenstein view of the left hip are available. All three x-rays are undated but assumed to be taken on the same date prior to the revision surgery. On all views it is visible that the implanted revitan stem is clearly fractured at the connection pin. The proximal part is slightly shifted laterally by approximately half of the connection pins diameter. With the lateral shifting the connection pin protrudes the distal stem body on the ap views. Bone deformations can be observed in form of widening in the area of the proximal femur and the diaphysis. Further, the trochanter major and trochanter minor cannot be clearly identified as such. Additionally radiolucent areas around the proximal part of the revitan stem can be observed especially on the lauenstein view. There are also radiolucent lines along the proximal part of the distal stem part. The development of bone deformations and the radiolucent areas over time in vivo cannot be evaluated because a complete set of follow-up xrays is missing and only the situation before the revision surgery is shown. At the distal end of the revitan stem the proximal part of a peri-prosthetic plate is visible. The visible part of the peri-prosthetic plate is fixed with cerclages. Two additional cerclages can also be seen around the proximal femur, where the majority of the bone deformations can be observed. The distal one of these two cerclages seems to be overgrown by these bone deformations. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area approximately 4-5 mm below the proximal end of the distal part. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. Both fracture surfaces are polished except for an area in the middle. The fracture structure is barely visible in the polished regions but the remaining surface structure points to a fatigue fracture starting from the lateral side. Macroscopically as far as visible, no defects that could have favored or triggered the fracture were found on the fracture surfaces. On the proximal fracture part of the connection pin there is a circumferential stripe adjacent to the fracture surface with a width up to 3 mm is visible. The stripe seems to be polished with an area of roughened appearance on the lateral side. Closer inspection of the stripe with the microscope revealed that the stripe exhibits mostly worn areas. In an area on the lateral side some surface changes can be observed. The surface changes include signs of fretting, corrosion and smeared metal. Some polishing can also be observed in the blasted area of the connection pin. On the distal part of the revitan stem some bone attachments can be observed mainly in the distal half of the anchoring region. Removal damage in the form of scratches, nicks, and indents can also be recognized. The inside of the stem body is completely worn and damaged in such a way that on the lateral side the thickness of the stem body is worn through. The face surface of the stem body is damaged most probably due to the contact with the connection pin after the fracture and/or the removal procedure. The anchoring surface of the proximal stem part shows no bone attachments and some damage due to the removal e.g. Scratches, electrosurgical damage. Scratches can also be seen on the neck region mostly on the anterior and medial side, which most likely are due to contact with instruments during the surgery. On the posterolateral region of the anchoring surface polished areas can be observed. At the distal end of the proximal part, both edges of the medial tooth and its face is polished and slightly worn. A highly polished and worn area of the proximal stem body can also be seen next to the medial tooth on the anterior side. Additionally the remaining face surface of the proximal stem body is slightly polished. In the as-received state the ceramic head was still fixed on the stem taper. The head was removed after marking the position to each other. The articulation surface of the head shows several diffuse metallic smearing which possibly derived from an instrument during revision surgery or transportation. The head taper is inconspicuous, showing the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and a material track from its removal. Conclusion: according to the received information the revitan stem was revised due to a fracture of the connection pin after approximately 4 years and 5 months in vivo. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part with the fracture origin located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. On the proximal fracture part of the connection pin there is a circumferential stripe adjacent to the fracture surface with a width up to 3 mm. Closer inspections revealed a mostly worn stripe with some signs of fretting, corrosion and smeared metal in between. It is unknown if these surface changes existed already before the start of the fracture and are associated with it or developed exclusively as concomitants. A complete follow-up of the x-rays is missing. Only the situation before the revision surgery is shown on the received pictures of x-rays. The observed bone deformations could point to a weakened bony situation in the proximal femur. Bone attachments can be observed mainly in the distal half of the distal part¿s anchoring region but not on the proximal stem part. This is in alignment with the radiolucent lines seen on the x-rays. Further, on the posterolateral region of the anchoring surface polished areas can be observed which could point to movements against the bone. It remains unknown if these polished areas occurred before or after the fracture of the connection pin. It could be hypothesized that the stem did not have sufficient proximal bone support. However, it remains unknown if this was existing already from the beginning or developed over time in vivo. It also remains unknown if it might have influenced the loading situation of the revitan stem which possibly contributed to the fracture of the connection pin. Based on the above described findings, it could be concluded that there were several possible factors that may have contributed to the fracture, e.g. Weakened proximal bony situation, insufficient proximal bone support, the weight of the patient, and the surface changes on the connection pin. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fatigue fracture of the stem and whether there were other influencing factors. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).